Manufacturer narrative:
Device evaluation: the lens was returned in a vial. Visual inspection of the returned product found one haptic torn. There was evidence of debris on the lens. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a vial. Visual inspection of the returned product found one haptic torn. There was evidence of debris on the lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, diopter -11.0/+2.0/086 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a longer lens due to the patient experiencing low vault. The problem was resolved. As of the date of MDR reporting the lens has not yet been returned.